Event description:
It was reported that during implant attempt, there was difficulty extending the helix, and the mechanism appeared to jump into an extended position instead of progressive movement. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found, however the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.